Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and was observed to have a broken cable. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was observed out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. There was an additional observation that was not reported by the site. The instrument was found to have the conductor wire insulation retracted. The black insulation had somehow moved backwards along the wire. The retracted insulation exposed approximately 0.049" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. A visual inspection found no physical damage to the insulation. The complaint was confirmed by failure analysis.